Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after needle deployment, when the needle was withdrawn, the white suture broke. The green suture deployed and was harvested without any issues. A second prostar xl device was deployed and used successfully. Hemostasis was achieved with a 2nd prostar device and the green suture from 1st device. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.